Manufacturer narrative:
Intuitive surgical inc. (Isi) received the axes controller platform (acp) board involved with this complaint to perform failure analysis. When reviewing the logs, error 32098 was identified, which means the arm fault reaction logic (frl) was hit because of a brushless motor control (blmc) issue. The acp board was installed and tested on the printed circuit assembly (pca) xi system. The pca test system started up showing error 32098 due to the acp board. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeated recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified error 32089 in relation to the axes controller platform (acp) board. The fse replaced the cfg acp board to resolve the issue. Isi has received the cfg acp board, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopic. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reports, a repeated recoverable fault while trying to move the boom up. The customer stated that they recover but the error returns. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system event logs and confirmed error 32098 and 23210 pointing to the patient side cart (psc). The tse instructed the customer to power down then hard cycle and emergency power off (epo) the psc for 30 seconds. The error returned on start up. The tse then instructed the customer to hard cycle and epo the psc again for a full minute, but the error returned. The customer then stated that they were going to convert to laparoscopic surgery. There was no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.